Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. The patient was brought into clinic, and the issue was resolved with no known intervention performed. There were no patient consequences reported.